Event description:
The third party biomed reported that the external adult paddles metal plate separated from the attachment. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the reporter technical assistance and provided the external hard paddle electrode adapter assembly part number information. Follow up with the third party biomed confirmed that he replaced the assembly to resolve the issue. The failed assembly was not returned to physio-control for analysis. Therefore, further cause of the reported issue could not be determined.